Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent dislodged occured. The 85% stenosed target lesion was located 20mm, with a reference vessel diameter of 4.00mm in the moderately tortuous and calcified left coronary artery. 20 x 4.00 promus premier drug eluting stent was used for treatment. However, it was noticed that the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that stent dislodged occured. The 85% stenosed target lesion was located 20mm, with a reference vessel diameter of 4.00mm in the moderately tortuous and calcified left coronary artery. 20 x 4.00 promus premier drug eluting stent was used for treatment. However, it was noticed that the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device is combination product device evaluated by MFR.: promus premier ous mr 20 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that the stent was returned detached from the sds, the detached stent was damaged along its entire length. Crimp markings were evident on the balloon. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.